Manufacturer narrative:
Other relevant device(s) are: micra :model #:mc1vr01-delsys/ expiration date: 18-dec-2022/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 08-jul-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure,  the leadless implantable pulse generator (ipg) exhibited undersensing of r waves on the first deployment and upon repositioning prior to second deployment, the delivery tool perforated the right ventricular (rv) free wall. The patient subsequently experienced a drop in blood pressure,  as they developed pericardial effusion and cardiac tamponade. Effusion was drained and the thoracic surgeon repaired the tear and placed epicardial leads for future use. The leadless ipg and delivery system was attempted/ not used and a transvenous pacing system was used as replacement. No further patient complications have been reported as a result of this event.